Event description:
It was reported that during a respiratory surgery, a staple on the organ side was unformed in u-shape after 2nd firing on bronchi resection. All remaining staples, and the staple on the organ which taken out from the patient were formed as intended. The bronchial tube was cut between 10-40mm and the u-shaped staple was at 40mm the knife side. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, a9df2a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2024. D4: batch # 513c54. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired with some b-formed staples on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No malformed staples were observed. During device functional analysis it was discovered that the orientation system for the articulation was not functioning properly. The device was disassembled to determine why the orientation system was not working. Upon removal of the nozzles, it was discovered that the orientation lever was not present. Based on the information currently available, a product issue was identified during the investigation of the sample received. The missing orientation lever is potentially related to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 513c54, and no non-conformances were identified.